Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Other relevant device(s) are: product ID: 9733320rpend. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the axiem box was unable to establish communication and was showing a red 8 on the side. The eminterface and the ctr were showing not connected. There was power but no communication. The site unplugged the emitter to see if change in behavior would occur and it did not. The ports were changed on the isolation transformer and computer with no change in behavior. The system also sounded like there was rattling coming from the computer upon bootup. External fans did not appear to be interfered with to cause the noise. The system was rebooted and the issue was still not resolved. The site aborted the use of navigation. There was a reported delay of less than 1 hour and no reported impact to patient outcome.